Event description:
Medtronic received information that during the deployment of a 31 millimeter transcatheter bioprosthetic heart valve, the mechanism of this delivery catheter system (dcs) became stuck and the valve could not be deployed in the desired location. The system was pulled back and the valve was deployed in the ascending aorta. The dcs was then withdrawn, and another manufacturer¿s valve was implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Additional information is being sought. A supplemental report will be filed when additional information is received or when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It is unknown whether the instructions for use (IFU) guidance of applying a mild upward pressure to the cursor were followed. The device was not returned for analysis, and it was reported it was not available for return/analysis. Based on the available information, a conclusive root cause could not be determined. A supplemental report will be filed if additional information is received or if the device is returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.